Event description:
It was reported that a spectrum pump alarms frequently for air in line when no air is present in the IV set (medication, programmed amount and delivery rate unknown).

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore and evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.